Manufacturer narrative:
One nt2000 generator was received into the lab for analysis. The device was opened and thermal damage was noted on the rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures.

Event description:
During the procedure, there was a loud noise and smoke emitted from the generator. The generator was replaced and the procedure was completed with no adverse consequences to either the patient or operator of the generator.